Event description:
Medtronic received information via a journal article (j thorac cardiovasc surg 2013;1-7, please refer to original medwatch report nu mber 2025587-2014-00012 on the journal article (without specific serial numbers/device information reported). The medical records of patients who had undergone melody valve implantation in the mitral or left atrioventricular valve position from 2010 to 2013 were reviewed. Eleven patients underwent melody valve implantation. The median age at implantation was 7 months (range, 2-28). Of the 11 patients, 8 were less than 12 months old. The median weight was 5.2 kg (range, 3.5-13.6). Additional information was obtained from the article author with a list of the device serial numbers, patient status and if there was any product issues that were related to an adverse patient effect. It was noted that the patient with melody valve serial number (B)(4) developed a perforation in the leaflet, which was likely due to a technical implant reason however endocarditis could not be ruled out. The valve was explanted and no other adverse patient effects were reported.

Manufacturer narrative:
The product remains implanted and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. (B)(4). (B)(6).